Event description:
It was reported by the clinician that review of the remote monitor transmission noted high short interval counts (sic) and numerous non-sustained tachycardia events but no change in impedance. Technical support review of the ventricular rhythm was requested by the clinician, completed and the rhythm morphology was identified as being consistent with an agonal rhythm. The patient was identified as deceased. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).